Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise artifacts being oversensed and exhibited low, out-of-range shock impedance measurements of one ohm. X-ray imaging was performed, and the electrode was found to be pulled back all the way to the patient's side and looked to be touching the pulse generator. Twiddler's syndrome was thought to be the most likely cause. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise artifacts being oversensed and exhibited low, out-of-range shock impedance measurements of one ohm. X-ray imaging was performed, and the electrode was found to be pulled back all the way to the patient's side and looked to be touching the pulse generator. Twiddler's syndrome was thought to be the most likely cause. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed an area of melted metal on the shocking coil at the proximal end. In order for this to happen, the lead's shocking coil would have been located near or touching the device can during therapy delivery, confirming the reported allegations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise artifacts being oversensed and exhibited low, out-of-range shock impedance measurements of one ohm. X-ray imaging was performed, and the electrode was found to be pulled back all the way to the patient's side and looked to be touching the pulse generator. Twiddler's syndrome was thought to be the most likely cause. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.